Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to exceseive vault, the lens was removed and replaced intraoperatively for a shorter length lens. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
It should be noted that the patient's age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category. Claim# (B)(4).